Event description:
I am fully vaccinated and wear n-95 or gata mask with high grade filter in indoor shared air settings, so my likelihood of infection seemed low. Tested positive with ellume rapid test on thursday, (B)(6) 2021 after having a sinus headache and fatigue. Followed up with binax tests the same day, which were negative. Friday morning (B)(6) 2021) I went for a shallow nasal swab pcr test at our local (B)(6) testing site. On saturday (B)(6) 2021), I did a follow up ellume test which was, again, positive. I also sent off a saliva pcr sample with first thing in the morning saliva. Eventually both pcrs came back negative. I isolated and did another pcr test 4 days later (B)(6) 2021, which eventually came back negative. FDA safety report ID # (B)(4).